Event description:
It was reported that during a coronary artery percutaneous balloon angioplasty procedure, a balloon rupture occurred. The physician attempted to treat a 100% stenosed, totally occluded calcified and mildly tortuous rca (right coronary artery) lesion. The physician first treated the lesion with an unspecified balloon, and then used a 3.00x12mm apex monorail angioplasty balloon catheter which was reported to have burst at 12 atms. The procedure was reported to have been completed with a quantum maverick 3.25mm angioplasty balloon catheter. There were no pt complications or injuries reported. The pt's condition was reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.